Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the application was frozen and sluggish, which located on mdncldupx1. The customer attempted to reboot the station and login, but the application was loading very slow and lag. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-oct-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station application had frozen. A technical support specialist (tss) verified the logs and confirmed that the application had frozen and had required multiple reboots throughout the day. The customer informed the tss that they had eventually been able to get it working. The tss also disabled the bluetooth adapter. The system functioned as intended after the technical support specialist troubleshoot the device.